Manufacturer narrative:
(B)(4).

Event description:
The patient was reportedly implanted with a boston scientific xenform and a cook surgisis biodesign on (B)(6) 2014 and a boston scientific xenform on (B)(6) 2014 at (B)(6) to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.